Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level (specific bg value was not provided); cause was unknown. Reportedly, the customer was using humalog insulin in the cartridge longer than labeling guidelines suggest. Tandem technical support educated customer regarding cartridge/insulin labeling. A correction bolus via the pump was delivered to address elevated bg. Recommendation was made to discuss diabetes management with a health care professional.